Event description:
The consumer mailed her damaged night guard along with a note that stated that the end piece broke off after two nights, and requested a replacement which was sent to her. Upon examination of the device by the manufacturer, we noticed that the consumer somehow managed to bite the night guard in a way that caused the bite pad to come off. Although there was no harm to the consumer, this is a device malfunction as the bite pad is not designed to come off. The bite pad geometry does not pose a choking hazard. However, the loop that attached the bite pad was fractured and remained loosely attached to the device. If the loop had detached it could possibly lead to a serious injury if aspirated.